Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the multiple pins in the trunk cable connector were bent, which prevented the electrode belt from connecting to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the defective electrode belt.